Event description:
Ileostomy closure. Dlu was loaded with device reload and was recognized and calibrated. Upon firing, a grinding noise was heard and the pc read "firing complete". Staples only formed at the proximal and distal ends and did not cut the tissue. Another device was used to complete the case.

Manufacturer narrative:
Devices were returned to manufacturer for investigation but are unable to be located. No conclusion can be drawn at this time. Summary: from the icr report: staples only at the proximal end formed, did not cut tissue x2 reloads. Devices could not be located. Standard release inspection required 100% of plc75s and to be fired into foam and a sample quantity of plcr75b to be fired into foam.